Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in good condition. A functional check was performed to investigate the over temperature alarm. The investigator noted that the cold start took 8 minutes. In addition, the temperature only went up to 41.5 degrees. The investigator determined that the device needed calibration. The device was not properly calibrated causing the over temp alarm to not sound. The device was calibrated. The problem source of the reported product problem was unknown. A root cause was therefore not established.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that during a pre-use check of a smiths medical hotline blood and fluid warmer the "overheat test alarm did not go off" after "the customer pressed and held the alarm test switch for 5 minutes". All other alarm tests worked properly. No patient involvement.